Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro 2 cautery did not heat up or cut branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure,vasoview hemopro cautery did not heat up or cut branches. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # tw (B)(4). Autonumber: (B)(4). A lot history record review was completed for lots 25144498, 25144373, and 25143576, the last 3 lots shipped to the account prior to the event date. . There were no ncmr's recorded in the lot history.